Event description:
It was reported that during a transcatheter heart valve procedure, fluoroscopy check revealed an infold touching the fourth node. The system was not used for implant and was replaced. It was reported that the valve was loaded by an experienced nurse. A 2 minute procedural delay occurred to load a second valve. A pre-dilation was performed with a 28 mm non-medtronic balloon resulting in new left bundle branch block (lbbb). The valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Mild paravalvular leak (pvl) was observed. Temporary complete heart block (chb) was noted post valve deployment and a temporary transvenous pacemaker was inserted. At the end of the procedure, the patient had an underlying escape rhythm in the 40s. The patient went to recovery being paced at 60 beats per minute (bpm) on the temporary pacemaker. It was reported that the patient had a calcium score of 4500 with an annulus perimeter of 96.4 mm. Additional information was received that the patient returned to pre-existing atrial fibrillation (afib) rhythm with narrow qrs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012251805); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012103493); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, fluoroscopy check revealed an infold touching the fourth node. The system was not used for implant and was replaced. It was reported that the valve was loaded by an experienced nurse. A 2 minute procedural delay occurred to load a second valve. A pre-dilation was performed with a 28 mm non-medtronic balloon resulting in new left bundle branch block (lbbb). The valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Mild paravalvular leak (pvl) was observed. Temporary complete heart block (chb) was noted post valve deployment and a temporary transvenous pacemaker was inserted. At the end of the procedure, the patient had an underlying escape rhythm in the 40s. The patient went to recovery being paced at 60 beats per minute (bpm) on the temporary pacemaker. It was reported that the patient had a calcium score of 4500 with an annulus perimeter of 96.4 mm.

Manufacturer narrative:
Image review: one static image and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that a new valve was used for the procedure. It was reported that a pre balloon aortic valvuloplasty was performed resulting in a new left bundle branch block (lbbb). Fluoroscopy valve load inspection of the new valve was not provided but evidence shows that the valve was implanted successfully. Complete heart block was reported post valve deployment which required a transvenous pacemaker. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include but are not limited to conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.